Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not treat an episode of ventricular fibrillation. The patient was externally rescued. As a result, the device's sensitivity was reprogrammed. Approximately one week later, the patient expired.